Manufacturer narrative:
The batch record for lot f11201502d1 was reviewed. All quality inspections and device specifications were met. The device identified for this event was disposed of after use, therefore direct analysis of the device was not performed. However, based on assessment of batch record, it appears that the device operated as intended and within specifications.

Event description:
It was reported by the sales rep, marker sheared into pt's breast upon performing stereotactic clip placement post biopsy. Doctor was able to retrieve the complete portion of the sheared marker introducer using forceps. Tissue marker remained inside the breast. Customer was using the mst8 probe. Marker will be discarded. One marker is being replaced per the rep.